Manufacturer narrative:
The reported event of a bent helix was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was bent consistent with procedural damage. The cause of the reported event was due to procedural damage.

Event description:
During the implant procedure, the helix of the right ventricular (rv) lead was visually confirmed to be bent. The rv lead not implanted and a replacement rv lead was successfully implanted to resolve this event. The patient was stable.